Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker replaced the device's therapy connection to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device's therapy connector was broken. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.